Event description:
It was reported that the compressor kept shutting on and off. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The issue could be reproduced. Fse found leakage in hoses of intake and output. The air filter was found defective. We have received photos depicting the mentioned issues. The hoses and the air filter replaced, the maintenance kit installed. The compressor passed all the functional and safety tests and returned to use. We cannot determine why the hoses leaked and why the filter became defective. However, most probably root cause of reported issue is, the components that were needed to be replaced and checked periodically together with the other components in the maintenance kit, were outdated or dislodged or worn out due to use and led to the situation.

Event description:
Manufacturer ref.#: (B)(4).